Event description:
Information received indicates the head hi/low function is drifting down in a one day period.

Manufacturer narrative:
The account replaced the head hi/low down valve but the drift remains. Repairs have not been completed.